Event description:
It was reported that, during cori assisted tka surgery, the burr would not click in the real intelligence robotic drill. An error was received that burr was not fully seated, then, it was not operated with this handpiece. After the or, checked the handpiece, and it could not run any tests. Also, the ri robotic drill attachment could not be taken off anymore and was stuck on the handpiece. The procedure was resumed, after a 20 minute delay, using an equivalent s+n back-up. No further complications were reported.

Manufacturer narrative:
H11: additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that there was a 20 minute delay instead of a delay greater than 30 minutes, therefore, a device or use problem that results in procedural delay of 30 minutes or less is not considered clinically significant, as it poses no additional risk to the patient. This event is not likely to require medical or surgical intervention to prevent a life-threatening illness or injury or permanent impairment of a body function or permanent damage to a body structure and is considered not reportable pursuant to the applicable regulations. If additional details confirm the occurrence of a reportable event, we will update our records accordingly and submit a subsequent report detailing both the event and our completed investigations.

Event description:
It was reported that, during cori assisted tka surgery, the burr would not click in the real intelligence robotic drill. An error was received that burr was not fully seated, then, it was not operated with this handpiece. After the or, checked the handpiece, and it could not run any tests. Also, the ri robotic drill attachment could not be taken off anymore and was stuck on the handpiece. The procedure was resumed, after a significant delay, using an equivalent s+n back-up. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.